Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease. The 100% target lesion was located in the moderately tortuous and severely popliteal artery. A 4.5mmx30mmx135cm sterling balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient was in good condition post-procedure.